Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic in heart block. The health care professional (hcp) notified the local boston scientific representative that the device exhibited premature battery depletion so it was explanted and replaced. No additional adverse patient effects were reported. The explanted device was discarded at the facility and will not be returned for analysis.